Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user disconnected from the ilet to shower, forgot to reconnect overnight, and awoke with hyperglycemia, then self-administered a manual insulin dose and later reconnected to the ilet after two hours per guidance. Symptoms included elevated blood glucose. Outcomes included no hospitalization, no professional medical intervention beyond a follow-up call, and no acute complications. Investigation included user interview, troubleshooting, and education on infusion set management and reconnection. Investigation of this case revealed user handling as the contributing factor, with no device alarms reported and no evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was use error due to failure to reconnect the infusion set.